Event description:
Boston scientific received information that a patient's power cord got really hot the other day and almost melted into two pieces. No one was hurt and there was no storm or power outage in the area. The patient was using the original power cord shipped with the communicator. The patient was instructed to return the communicator and power / phone cord for analysis while a replacement communicator will be shipped. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.